Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. No moisture damage found inside the device. It was also received with scratched lcd window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call that the customer fell in the lake and the insulin pump was submerged. It was stated that after the water exposure the insulin pump alarmed button error and was not working. Customer's blood glucose value is unknown. The insulin pump was replaced and returned for analysis.